Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The proximal constraint sphere was intact with the embolization coil and the embolization coil was undamaged. Conclusions: evaluation of the first ruby coil revealed that the pusher assembly was fractured near its proximal end, the pull wire was retracted from the pusher assembly ddt and the embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint and could have occurred during packaging for the return. Due to the returned damage, functional testing was unable to be performed; therefore, the root cause of the reported complaint was unable to be determined. Evaluation of the second ruby coil confirmed kinks on its pusher assembly. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of the resistance was unable to be determined. During functional testing, the ruby coil was able to advance through its introducer sheath and a demonstration lantern with resistance due to the kinks on its pusher assembly. Evaluation of the third ruby coil revealed that the pusher assembly had a fracture and a kink near its proximal end, the pull wire was retracted from the pusher assembly ddt and the embolization coil was detached from the pusher assembly. These damages were likely incidental to the complaint and could have occurred during packaging for the return. There was no allegation against this device in the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of the reported complaint due to the return condition. This report is associated with MFR report number: 3005168196-2020-01651.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01651.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the hospital technician was unable advance a ruby coil out of the lantern; therefore, the ruby coil was removed. While attempting to insert a new ruby coil into the lantern, the pusher assembly of the ruby coil kinked; therefore, the ruby coil was removed. Then, while attempting to place a new ruby coil into the target vessel, the physician determined that the coil was too small; therefore, the ruby coil was removed intact. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.